Manufacturer narrative:
Device evaluation: the suspect device was returned and evaluated. The reported problem could not be duplicated. The device was found to pass all delivery and accuracy tests. No operational or functional failure was detected and the product was within specification.

Event description:
The reporter stated, that the unit did not complete infusion. There was no patient injury or treatment associated with this event.